Event description:
New information notes the physician reported that probably the internal lumen of the lead got occluded.

Event description:
It was reported that during implant the guidewire stuck inside the lead and could not be advanced or removed. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.